Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging he was missing the usb adaptor from his one touch verio iq meter kit. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue started in ¿(B)(6) 2013¿. The patient manages his diabetes with insulin (unknown type and dosage). It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The patient denied developing any symptoms. At an unspecified time on (B)(6) 2014 the patient stated he went into his doctor¿s office for a visit and was advised to ¿change meter and adjusted his insulin¿. It is not known if the patient received any medical treatment during his visit. At the time of troubleshooting, the cca documented that the closure seal on the packaging was not intact prior to opening. Replacement products were sent to the patient. There is no indication that the missing product caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.